Event description:
A surgeon reported there was a complete failure of the system during surgery. They believe there was a power surge or draw that tripped a wall power shut down. The surgeon had to restart the device while the pt was under anesthesia and then the system turned to function. There was no impact to the pt. The biomedical engineer at the facility advised that the console and a bear hugger (pt warming blanket/system) were plugged into the same power bar and when the warmer kicked in, it overloaded the circuit and tripped the breaker in the power bar.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).